Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead thresholds had increased over the past few months to high thresholds. Impedance had also been noted to have risen to high impedance. Due to occlusion on the left side the lead was capped and replaced on the right side. No patient complications have been reported as a result of this event.